Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2113003 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not achieve hemostasis. Hemostasis was achieved by manual compression for 20 minutes. No injury was reported to the patient. The device was stored, prepped and used according to the instructions for use (IFU). The vcd was used in a percutaneous coronary interventional procedure, using a retrograde approach. Additional details were requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6. As reported, a 6/7f mynxgrip vascular closure device (vcd) did not achieve hemostasis. Hemostasis was achieved by manual compression for 20 minutes. No injury was reported to the patient. The device was stored, prepped and used according to the instructions for use (IFU). The vcd was used in a percutaneous coronary interventional procedure, using a retrograde approach. Additional details were requested but not provided. The product was not returned for analysis. A product history record (phr) review of lot f2113003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure is a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. The IFU also states to not use the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 6/7f mynxgrip vascular closure device (vcd) did not achieve hemostasis. Hemostasis was achieved by manual compression for 20 minutes. No injury was reported to the patient. The device was stored, prepped and used according to the instructions for use (IFU). The vcd was used in a percutaneous coronary interventional procedure, using a retrograde approach. Additional details were requested but not provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The sealant and advancer tube were observed to have remained in the manufacturing position. The sealant was exposed to blood, adhering to the device components. It was noted that the sealant sleeve was displaced approximately 11 mm from the distal end of the shuttle cartridge tubing, which indicated that the device may have not been completely shuttled down during the procedure. However, it is unknown if the device was manipulated post procedure. The procedure sheath and syringe were not returned with the device. The device was inspected for damages/anomalies that may have contributed to the reported incident, and no damages/anomalies were observed. Per functional analysis, the sealant was loosened from the device components, and the shuttle down procedure was simulated. The shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure, and no damages or anomalies were observed. Visual inspection showed that the sealant was exposed to blood, adhering to the device components. A product history record (phr) review of lot f2113003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.